Manufacturer narrative:
No patient information provided as no patient was involved in this concern. A medtronic representative went to the site to test the equipment. The representative was unable to replicate the reported issue. They reported there is damage to the x-stage cover, but it currently does not interfere with operation. The hardware, software, and instruments passed the system checkout. The system was found to be fully functional. No parts have been received by the manufacturer for evaluation.

Event description:
Medtronic received information that the image acquisition system (ias) was not booting up during a sacroiliac and thoracolumbar procedure. Another imaging system was brought in to finish the procedure. There was a delay of less than 1 hour and no known impact on patient outcome. No additional information was provided.